Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post implant that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned and remained in use. Then nine days later, during routine follow up, it was found that the rv lead¿s thresholds had again increased and were high. The physician then decided to remove the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.